Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to produce x-rays. The review of system log files indicated the connection with the x-ray generator was lost. The fse replaced ips certeray r5 was returned to philips for further analysis, the analysis confirmed certeray was defective and due to 24v power supply failure. Following replacement and verification, the system was returned to use in good working order the codes were updated based on the investigation outcome.